Manufacturer narrative:
Related to (B)(4).

Event description:
Our importer, (B)(4), received a call on (B)(6) 2016 reporting a medical intervention that occurred on (B)(6) 2016. Patient ((B)(6)) called in stating that she received a high reading, became alarmed and was prompted to call paramedics. The reading on the prodigy meter at the time of the event was 220mg/dl. Patient was not experiencing any symptoms. Paramedics were called around about a hour after testing with the prodigy meter. Paramedics arrived within 10 minutes. Upon arrival paramedics tested patient's glucose with their meter with a result of 136mg/dl. Approximately 1 hour elapsed between testing with the prodigy meter and the paramedic's meter. Paramedics performed additional tests on patient with the prodigy meter with results of 36mg/dl and 198mg/dl respectively. Patient was not transported to ER. Additional details: pt states that since she has had the meter that her readings have been higher. Yesterday morning she got a reading of 212 mg/dl and normally only checks her bg level 1 time in the morning but was advised to test her bg level again by her granddaughter and that is when she got a reading 220 mg/dl. Prodigy diabetes care sent replacement and prepaid envelope requesting return of suspect device.